Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-11297. The pt has two leads (from the same lot) for bilateral leg pain. It was reported the pt has been experiencing severe soreness at the ipg site that has increased over time. Recently, the pt has been experiencing pain that radiates from the ipg site down her right leg (worse in the calf area). The pain occurs whether stimulation is on or off, and regardless of recharging or not. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.